Event description:
Boston scientific crm received information that during an upgrade procedure, the patient with this right ventricular (rv) lead experienced a perforation. The patient coded and 350cc of fluid was removed. It was noted that the field representative was unsure if the perforation occured during our lead implant or the competitor's lead implant. There were high outputs and atrial output pulse were sense by the ventricular channel; however, this was normal device operation since all of the oversensing occurred within the blanking period. It was noted that the right ventricular (rv) lead was placed very high in the rv and the physician wanted maximum outputs to allow the patient to recover from the perforation. Technical services (ts) reviewed a rhythm for the field representative and indicated that there was rv sensing in the blanking period occurring after each ra pace which was attributed to high ra outputs. Ts indicated that this was not a consequence at this time. Additional information from the field representative indicated that the patient had developed an infection and this lead was explanted.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection indicated that this lead was severed 450 millimeters from the terminal pin. Only the proximal segment was returned. There were setscrew marks noted on the is-1 terminal pin and the distal high voltage terminal pin. There were no discernable setscrew marks noted on the is-1 ring.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
--